Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received one iag 24ga unit consisting of a catheter-adapter assembly, a fully retracted needle-barrel assembly and a piece of top web (packaging) from lot number 9008782. Visual examination: traces of patient residue were found through the components of the unit damage (hole-cut0 above the nose of the adapter was observed on the catheter tubing right above the nose of the adapter. Water-leak test: the unit leaked during the performance of the test. The source of the leakage was the damage on the catheter tubing. Conclusion(s): indeterminate: a definite source that caused the damage (which caused leakage) observed on the received unit could not be determined. It is unknown if it was triggered by the manufacturing process or at the user environment prior/during use. Note: visual inspection performed throughout the process inspect for damaged components.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced leakage during use. The following information was provided by the initial reporter: the body was cracked and blood leaked from there.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced leakage during use. The following information was provided by the initial reporter: the body was cracked and blood leaked from there.